Event description:
It was reported that: "renal access nurse noticed that there was air in the venous lumen of the vectorflow catheter when doing a daily check. Nurse performed a lock loss procedure to ensure the catheter was sealed. Nurse moved the clamp down the tube from the hub as patient stated this was pushing into his skin, when the nurse moved the clamp down the catheter away from the hub she noticed blood on the catheter, the nurse then wiped the blood away and noticed that the bleeding was persistent, on checking the area of the catheter from which the blood ooze appeared to be coming, a split in the catheter was detected. The nurse then moved the clamp back up to its original position near the hub to place pressure on the split and notified the medical team. The catheter was removed from the patient on (B)(6) 2022. Patient passed away a couple of days later." Customer reported the patient's death was not related to the catheter issue. It was reported there was no injury to the patient in relation to the catheter issue and no medical intervention required. It was reported no chest imaging was performed after line removal and "patient deteriorated due to general health". A new catheter was not placed due to the patient's declining health. The patient's cause of death was reported as "pt (patient) had coagulopathy". The date of death was "not disclosed by health professionals due to catheter not being cause of death".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "renal access nurse noticed that there was air in the venous lumen of the vectorflow catheter when doing a daily check. Nurse performed a lock loss procedure to ensure the catheter was sealed. Nurse moved the clamp down the tube from the hub as patient stated this was pushing into his skin, when the nurse moved the clamp down the catheter away from the hub she noticed blood on the catheter, the nurse then wiped the blood away and noticed that the bleeding was persistent, on checking the area of the catheter from which the blood ooze appeared to be coming, a split in the catheter was detected. The nurse then moved the clamp back up to its original position near the hub to place pressure on the split and notified the medical team. The catheter was removed from the patient on 28jul2022. Patient passed away a couple of days later.". Customer reported the patient's death was not related to the catheter issue. It was reported there was no injury to the patient in relation to the catheter issue and no medical intervention required. It was reported no chest imaging was performed after line removal and "patient deteriorated due to general health". A new catheter was not placed due to the patient's declining health. The patient's cause of death was reported as "pt (patient) had coagulopathy". The date of death was "not disclosed by health professionals due to catheter not being cause of death".

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter for evaluation. Signs of use in the form of biological material were present on the catheter body and in the extension lines. The catheter body appeared to be intentionally cut and the separated portion was not returned. After failing functional testing (see below) a cut was observed in the venous extension line. The cut was smooth, consistent with the extension line coming into contact with sharps such as scissors or a scalpel. The outer diameter of the catheter body measured 0.20590", which is within specifications of 0.201-0.207" per catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) for this kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No leaks or blocks were detected. Amrq-000162 states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs of the catheter were connected to the leak tester while the distal end of the catheter was occluded. Immediately after pressurizing the line , water was observed leaking from a cut in the venous extension line. A manual tug test confirmed the venous and arterial lines were both secure to their luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Be careful not to cut catheter." The complaint of a catheter leaking was able to be confirmed based on a complaint investigation of the returned sample. Functional leak testing of the catheter revealed a cut in the venous extension line. A device history record review was performed, and no relevant findings were found. Based on the sample returned , and the customer report that the damage was observed during use, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.